Event description:
Event took place during an informal saw bone lab, no patient involvement. Consultant reports surgeon commented that the osse-lign cable was expanding and unraveling when pulled through a 2.0mm hole in a saw bone. It is also reported the junction where the cable and needle join is larger than 2.0mm. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. However, a review of the history records show the product conformed to all requirements.